Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On about (B)(6) 2008 a monarc sling system was implanted to treat for stress urinary incontinence. It was reported that, "after, and as a result of the implantation," the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, incontinence, dyspareunia and other injuries." "As a result" the patient, "experienced significant mental and physical pain and suffering" and she has sustained "permanent injury."